Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported of experiencing a significant hyperglycemic episode in late (B)(6) 2025 (exact date not provided), characterized by persistently high blood glucose levels and nausea throughout the day. The patient reported that a backup meter and the controller both displayed ¿high,¿ corresponding to an estimated glucose level up to 36 mmol/l (648 mg/dl). The patient sought medical assistance at the hospital but was unable to recall specific dates, treatments provided, or detailed clinical findings. The patient stated that the pod remained in place during the entire episode and that no alarms or device errors occurred. The hospital stay lasted at least one night; the patient was unsure whether the admission extended to a second night. Patient also confirmed in a follow up call that the pod could not be returned.